Manufacturer narrative:
As reported, 2 holes and breaks in the sealed edges were noted on the 3dmax mesh. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia procedure, the surgeon noted 2 holes on the inferior side of the mesh and sealed edges were broken at one place while deploying a 3dmax mesh. There was no damage noted on inner or outer package and the box was completely sealed prior to opening. A 3dmax light mesh was used to complete the procedure.

Manufacturer narrative:
As reported, 2 holes and breaks in the sealed edges were noted on the 3dmax mesh. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirms there are multiple cracks / tears in the edge seal of the mesh. The mesh is not contaminated and does not appear to have been handled for use. Based on the evaluation result and investigation performed, root cause is determined to be a manufacturing-generated condition. Awareness notification was provided to all manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia procedure, the surgeon noted 2 holes on the inferior side of the mesh and sealed edges were broken at one place while deploying a 3dmax mesh. There was no damage noted on inner or outer package and the box was completely sealed prior to opening. A 3dmax light mesh was used to complete the procedure.